Manufacturer narrative:
The customer contacted a siemens customer care center. The customer was testing patient samples while the quality control for co2 level 2 was out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. They found that the sample 2 (s2) mixer when running on the server 2 service methods for overmix was resulting from 200 to 1200. They replaced the sample 2 (s2) mixer, they performed the auto alignment, ran the quick check and checked the service methods. All quality control and results were within range. A precision test was performed with patient samples and the results were the same. An instrument to instrument test was performed and the patient results matched. The customer indicated that the service actions performed by the cse resolved the issue. The cause of the discordant, falsely depressed carbon dioxide (co2) results was due to instrument issues. The cse ran checks and controls and all results passed. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate and on the same dimension vista instrument, resulting higher. The repeat result obtained on the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.